Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause was not determined. The lead migration occurred in (B)(6) 2016.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6), (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as post lumbar laminectomy syndrome, radicular pain syndrome (radiculopathies) and spinal pain. It was reported the patient reported a high pain level on the left leg on (B)(6) 2017. The physician confirmed it via an examination on (B)(6) 2017. The physician stated the spinal cord stimulator (scs) was not able to capture stimulation in that area due to lead migration on the left. The lead migration was causing lack of efficacy. A lead replacement was scheduled. The ins was reprogrammed as an intervention on (B)(6) 2017. The lead was explanted/replaced on (B)(6) 2018. The entire system was reprogrammed on (B)(6) 2018. The outcome was resolved without sequelae on (B)(6) 2018. The device diagnosis was lead migration/dislodgement. The clinical diagnosis was undesirable pain in the leg (left lower extremity). The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. No further complications were anticipated/reported.